Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event updated.(B)(4).

Event description:
It was further reported that target lesion 1 located in the proximal right coronary artery and was treated with pre-dilatation and implanting overlapping 4.0 x 38 mm, 3.5 x 28 mm , 2.5 x 8 mm, 2.75 x 8 mm, and 4.0 x 12 mm promus element stents with 0% residual stenosis. Post index procedure, the patient had elevated troponin. And a myocardial infarction was reported. The patient did not experience ischemic symptoms and no action was taken to treat this event.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that during a coronary artery treatment procedure a dissection occurred. Lesion 1 was located in the proximal right coronary artery (rca). The physician treated the lesion with pre-dilatation and placement of a 4.0 x 38 mm promus element stent with 0% residual stenosis. Lesion 2 was located in the mid rca. The physician treated the lesion with pre-dilatation and placement of a 3.5 x 28 mm promus element stent with 0% residual stenosis. Lesion 3 was located in the distal rca. The physician treated the lesion with pre-dilation and placement of 2.5 x 8 mm and 2.75 x 8 mm promus element stents with 0% residual stenosis.. Lesion 4 was located in the acute marginal (ac) branch. The physician treated the lesion with placement of a 4.0 x 12 mm promus element stent with 0% residual stenosis. During the index procedure, it was noted that the rca was treated with pre-dilatation using a 1.5 x 12 mm apex push balloon and a 2.0 x 20 mm non bsc balloon. After pre-dilatation was performed, a spiral dissection was noted from the proximal rca to the acute margin. The dissection was treated with placement of overlapping 3.5 x 28 mm and 4.0 x 38 mm promus element stents. Following placement of two promus element stents, a distal dissection was noted. This was treated with placement of overlapping 2.5 x 8 mm and 2.75 x 8 mm promus element stents. It was also noted that a 4.0 x 12 mm promus element stent was placed in the ac marginal. Final angiography showed excellent results.

Event description:
It was further reported that the target lesion was 100% stenosed and was 90 mm long with a reference vessel diameter of 3.2 mm.